Event description:
It was reported that the core impaction drill overheated during a procedure. A back-up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow-up report will be filed after the device is received and a quality investigation has been completed.